Event description:
It was reported that a site was having an issue with their handheld. Three good faith attempts were made with this physician to obtain further information surrounding this event; however, these attempts went unanswered.

Manufacturer narrative:
.